Event description:
Additional information reported that the planned patient pump exchange took place on (B)(6) 2018. No additional information provided.

Manufacturer narrative:
(B)(4). Approximate age of device - 10 months. Although the evaluation of the submitted system controller log file confirmed the report of driveline fault alarms, a specific cause for the events could not be conclusively determined through the evaluation of the returned portion of the driveline. The submitted system controller log files captured driveline faults and associated yellow wrench advisory alarms between (B)(6) 2018 and (B)(6) 2018. Despite the observed alarms, the pump appeared to have operated as intended throughout the duration of the submitted data. The replaced portion of the driveline was returned in a segment measuring approximately 19¿. The outer silicone jacket layer was severed approximately 17¿ from the metal connector. Minor metal braided shield breakdown was observed approximately 3¿, 7.5, and 15¿ from the metal connector. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation or inner conductors. Electrical continuity testing of the driveline segment did not reveal any areas of compromised inner conductors. Manipulation of the underlying wires did not reveal any areas of inner conductor damage. The returned portion of the driveline was connected to a test pump and operated on a mock circulatory loop for approximately 4 hours without issue. The driveline fault alarms were unable to be reproduced. The evaluation did not reveal any driveline damage that would have contributed to the driveline faults observed in the submitted system controller log files. The patient remained ongoing on left ventricular assist device (lvad). The patient until he underwent a pump exchange on (B)(6) 2018; however, the center indicated that the pump would not be returned for evaluation. No further related events have been reported. . A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was currently being seen in the clinic for a routine follow up appointment. Upon interrogation the patient was noted on (B)(6) 2018, multiple driveline fault alarms. The patient denies hearing any alarms. The manufacturer¿s technical services representative reviewed the log file and observed the controller software rev 7.29 dl faults are only seen on the system monitor. With the new controller observed multiple power cable disconnects. It was advised that not to disconnect both power cables, only disconnect either the white or black power lead while the patient was connected to a safe power source. The remainder of the log file is unremarkable. The customer reported, the patient switched to controller per recommendation. The customer concerned about the area around where the lead exits the pump. The x-rays showed the shield pulled back near the pump end bend relief section. Technical services reviewed the x-rays and cannot confirm this area was the cause of the dl fault event. On (B)(6) 2018, it was reported that the patient brought back to the clinic. Upon device interrogation with multiple driveline faults but no pump stoppages. The latest log file showed signs of degrading. Per physician, request to perform an external percutaneous lead replacement. On (B)(6) 2018, a distal end percutaneous lead (driveline) replacement was performed approximately 3 inches from the exit site; however, there was still an issue, it was believed the driveline fault alarm will return. The removed section of percutaneous lead will be evaluated. On (B)(6) 2018, it was reported that the patient¿s lvad system was having recurrent driveline faults over that weekend after the percutaneous lead replacement. Technical services reviewed the additional log file and confirmed the driveline fault alarms. There does not appear to be any further degradation to the driveline. The lvad clinician reported they were unable to schedule a vad exchange until the week of (B)(6) 2018. On (B)(6) 2018, additional log file was submitted and showed 1 of the conductors appears to be fractured. If the redundant conductor fractures the pump will stop. It would be fine to keep this patient on a no ground patient cable in case this develops into a short to shield. This would prevent pump stoppages in that case. The patient will be admitted until the pump can be exchanged. No additional information was provided.